Event description:
It was reported that stent damaged occurred. Vascular access obtained via femoral artery. The 24x3.5mm eccentric, de novo target lesion was located in a non-calcified and severely tortuous left anterior descending (lad) artery. A 3.50x24mm promus element plus stent was selected to treat the lesion. It was noted that the stent "kneaded" when it passed into the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. There were no kinks or damage noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access obtained via femoral artery. The 24x3.5mm eccentric, de novo target lesion was located in a non-calcified and severely tortuous left anterior descending (lad) artery. A 3.50x24mm promus element¿ plus stent was selected to treat the lesion. It was noted that the stent "kneaded" when it passed into the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.